Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ib endoleak, rupture of right internal illiac, and the secondary endovascular procedure events were confirmed. The type 1b endoleak at the right iliac limb is most likely due to the ruptured right internal iliac artery (not caused by the device implant) and the off-label right iliac artery (2.8mm- IFU states less than 2.5mm) which is user related. However, the contributing factors for the ruptured right internal iliac artery is not device related, it could be a pre-existing condition. Procedure related harms for this complaint could not be determined. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and an intuitrak infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 10 years post initial procedure, the patient was treated emergently for a ruptured right internal iliac artery aneurysm and a type ib endoleak of the right side. Re-intervention completed with implant of a medtronic endurant (non-endologix) right iliac extensions and thrombin injections aneurysm sac. There was no endoleak at the completion of the procedure.